Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) in dwell 3 of 4 during peritoneal dialysis (pd) therapy while connected to the hc device with a 3-prong automated pd set with cassette. An unused line in the organizer had a clamp opened. During troubleshooting, the technical service representative (tsr) assisted with ending therapy. The hp completed therapy with manual supplies. The tsr reviewed procedures per the user manual with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error from leaving a clamp open on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The user is warned to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the product labeling family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.